Event description:
Procedure type: lap chole. According to the reporter: orange plastic filings fell out of the port into the pt, however, they were retrieved with a grasper. Opened a second port and the same thing happened. Third and forth ports that were opened and were fine. It appears that the metal obturator blade is bent and caused the blade to scrape along the inside of the cannula. The operating time and incision were not extended as a result. No pt injury was reported.